Manufacturer narrative:
During the investigation the following information was obtained: a second lens was returned as part of the same complaint. Its specifications were determined to be as follows: lot number: 058465, part number: ks6179-1550, expiration date: 05/01/2019. The base curve (bc) was measured by radius scope and power was measured by lensometer for both lenses. For both lenses, the bc and power were found to be within specifications. Although the skirts of both lenses were torn, such an occurrence is consistent with regular patient use. No correlation was found between the alleged injury and the device history report.

Event description:
On (B)(6) 2014, synergeyes received a complaint wherein the reason for return was abrasion. Report stated that the patient (pt) was allegedly injured while wearing the lens, that the alleged injury did not heal on its own having required a prescription of, "zylet bid." Pt had pre-existing condition of keratoconus, the report also stated that the pt had contributed to the alleged injury by not observing that the contact lenses had torn or chipped skirts and still using them. From (B)(6) 2014, five attempts to contact the ecp were made. On (B)(6) 2014 synergeyes received the following information from (B)(6): abrasion was in both eyes (ou). Confirmed that pt has keratoconus. (B)(6) stated that the ecp believes that the abrasion penetrated the corneal epithelium. Use of prescription medication zylet was considered by the doctor to be therapeutic. Pt still has "slight corneal scarring, though it is healing." Pt had been in that morning and (B)(6) stated that the ecp's diagnosis was that the patient had "keratoconus and epiphora."